Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the hip on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Report submitted in error. Please see MFR 3004753838-2017-101513, follow-up number 001.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and failed authentication. Transmitter functional test was performed and passed. No data was available to view in the share log. Confirmation of the complaint was undetermined via product, because the transmitter has no issues related to the customer complaint. The root was not be determined via product.